Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that an air leak was noted to a "smiths medical" smiths medical portex® cuffed blue line ultra® tracheostomy tube. It was reported that a tube change out was necessary with no reported adverse effects.

Manufacturer narrative:
One suctionaid tracheostomy was returned in used condition. The unit was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found. To test the device, a syringe was used to inflate the cuff of the sample and was submerged under water in order to verify for leaks. A leak was detected in the cuff.